Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a retrospective study one patient in the subcutaneous implantable cardioverter defibrillator (s-ICD) group experienced an infection of the system and was given antibiotics and the system remained implanted after treatment. In addition, in the subcutaneous implantable cardioverter defibrillator (s-ICD) group inappropriate shocks were seen due to t wave oversensing which were resolved by adjusting setting. No additional adverse patient effects were reported.

Event description:
It was reported that during a retrospective study one patient in the subcutaneous implantable cardioverter defibrillator (s-ICD) group experienced an infection of the system and was given antibiotics and the system remained implanted after treatment. In addition, in the subcutaneous implantable cardioverter defibrillator (s-ICD) group inappropriate shocks were seen due to t wave oversensing which were resolved by adjusting setting. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific cannot confirm the clinical observations due to lack of product return. Device technical analysis: this device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Labeling review: there was no evidence that the device was used contrary to product labeling. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: the device complaint was a known inherent risk of device.